Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The cautery tip was bent. The instrument was evaluated for electrical conductivity; proper conductivity was observed. The rotation knob functioned properly. The shears were applied to test media and cut the media cleanly without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed.there were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: bent monopolar cautery tip during procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No additional information can be provided by the account.